Event description:
A customer contacted global technical service (gts) regarding a system error 2240 in drain 1 of 4. The technical service representative (tsr) had the home patient (hp) cycle power to the machine. The call disconnected. The hp tried to call back and could not connect back to the tsr for some time. When the tsr was able to reach the hp again, the hp had started over using new supplies. Air had entered the machine when the hp disconnected during a drain and he did not cap off the patient line. The event occurred during use and solution was provided over the phone. The patient was connected. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.